Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, interviews, and trends of the product was conducted. No product was returned; however, an image was provided to assist in the investigation. Per the imaging review, the device was used in an "obvious inflammatory aneurysm". This underlying aortic inflammatory disease allowed the disease progression resulting in subsequent anatomical changes that caused the suprarenal stent to become distorted, eventually leading to failure and creation of a pseudoaneurysm. Per the provided IFU, it is stated in imaging guidelines and post-operative follow-up: "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g. Endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up..." ..."annual imaging follow-up should include abdominal radiographs and both contrast and non-contras CT examinations. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs, non-contrast CT and CT duplex ultrasound may be used. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak patency, tortuosity, progressive disease, fixation length, and other morphological changes. The abdominal radiographs provide information on device integrity (separation between components, stent fracture, and barb separation). Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT." It is also stated: "if there is any concern about the device integrity (eg., kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate films for device integrity (entire device length including components) using 2-4x magnification visual aid." In addition, under section potential adverse events: "arterial or venous thrombosis and/or pseudoaneurysm," "embolization (micro and macro) with transient or permanent ischemia or infarction," "endoprosthesis: improper component placement; incomplete deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." In the study design section, the IFU states, "patients were considered higher risk for surgical repair fi they had ... ... Or inflammatory aneurysm." The provided pre and post-op imaging was sent for outside clinical review. Findings: pre-implantation cta, implantation angiography and follow up non contrast cts, x-rays, and a cta are provided along with the complaint report. Pre-implantation cta demonstrated an infrarenal abdominal aortic aneurysm anatomically within the IFU. The diffusely thickened aneurysm with poorly defined borders was consistent with an inflammatory aneurysm. The inflammatory tissue engulfed the ureters and a long stretch of the ima. The left renal pelvis was dilated with resulting delay in the left nephrogram. The aneurysm was excluded soon after in a manner consistent with the IFU. The sealing stent was implanted immediately inferior [to] the renal arteries. The suprarenal aorta was normal on cta and angiography, the left nephrogram was significantly diminished and no contrast was excreted into the left collecting system. Two months later x-rays demonstrated bilateral ureteral double j stents. Slightly more than one year after implantation, the supra renal stent began to flare to the right. The left ureteral stent had been removed. The flare was stable through the end of 2011, but had progressed by the april 2012 x-rays. Non-contrast CT demonstrated a new pseudoaneurysm adjacent the flaring right stent. The left kidney was now severely atrophic. X-rays were identical. Non-contrast CT demonstrated [suprarenal] stent fracture at the base of the right lateral stent. The right anterior apex rotated into the pseudoaneurysm. A single barb was contained in the aneurysm. Loculated bilateral pleural effusions were also present. By mid 2012, the rotated barb had separated but was contained in the aneurysm sac. The adjacent posterior strut base anchoring suture separated from the sealing stent fabric allowing the posterior right two struts to straighten into the pseudoaneurysm. By late 2013 the separated apex migrated to the superior aspect of the pseudoaneurysm sac. This was stable by late 2014. However, an additional posterior barb separation was present superior to the suprarenal stent. Although the barb location was evidence of approximately 10 mm inferior suprarenal stent migration, the limb gate junctions remained stable and did not kink. A CT without contrast in mid 2015 and a cta in mid 2015 both demonstrated enlargement of the pseudoaneurysm from 66x66mm in 2012 to 83x103mm. The right kidney had although not as severely as the left. The aortic wall thickening had extended superior engulfing the proximal sma and the celiac artery origin. The prior loculated pleural effusions had resolved. The left limb was occluded and the limb thrombus contiguous with mild main body mural thrombus. The left limb was not kinked. The earlier separated posterior barb was stable however the right barb separation was no longer identifiable within the pseudoaneurysm. Impression: the suprarenal stent first flared into a right suprarenal pseudoaneurysm associated with an inflammatory aneurysm. A right lateral suprarenal stent apex fractured at its base and straightened into the pseudoaneurysm. Its other strut base fractured shortly afterwards separating it from the suprarenal stent. A neighboring right anterior apex anchoring suture also separated from the sealing stent fabric allowing the two right anterior apices to straighten into the pseudoaneurysm. The pseudoaneurysm grew to a very large size by mid 2015 with inflammatory changes also engulfing the proximal sma and celiac artery. The fractured apex was stable after migrating to the superior pseudoaneurysm. Two barb separations occurred. One in the posterior sealing zone was stable between 2014 and 2015. The first separated barb originally imaged in the pseudoaneurysm could no longer be identified and presumably embolized. The left limb thrombosis was related to main body mural thrombus. The amount of mural thrombus was mild and likely was the result of not the cause of the limb thrombosis. No left limb kinking developed despite suprarenal stent inferior migration of approximately 10 mm. Significant findings to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. A large inflammatory pseudoaneurysm developed over the course of the follow up. Significant findings relative to the aneurysm given its imaging appearance and obstruction of the ureters. While the IFU does not list inflammatory aneurysm in the non-evaluated patient population, it does list infection and genetic connective tissue disorder both of which are proposed etiologies of inflammatory aneurysms along with autoimmune disease. Significant findings relative to the design or performance of the device were observed. These include fracturing and migration but eventual stability of a suprarenal stent apex, two suprarenal stent barb separations one of which likely embolized, suprarenal stent inferior migration, and left limb thrombosis. Cause of any adverse effects was observed. The suprarenal stent caused the pseudoaneurysm however it was only possible because of the underlying aortic inflammatory disease. Based on the investigation evaluation, the root cause was considered patient anatomy related as the patient's preexisting inflammatory aneurysm contributed to structural changes in the stent graft and creation of the pseudoaneurysm. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The male patient was treated for his aaa with an aortic stent graft in an evar procedure sometime in (B)(6) 2010. Nothing out of the ordinary was reported from the procedure. The patient was scheduled to come back for a follow up as planned initially. However, the patient missed the follow up sessions later on. On (B)(6) 2015, the patient came in with stomach pain. It was discovered that the supra renal stent had separated from the fabric on the right of the graft. Also that the supra renal stent had separated in the struts and looked now like a "c" instead of like an "o". The patient has now a quite large pseudo aneurysm on the right side. To the physician it seems like there is a part of the strut from the supra renal stent sitting in the area a bit above the rest of the supra renal stent. Also, the left tfle-leg is occluded.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The male patient was treated for his aaa with an aortic stent graft in an evar procedure sometime in (B)(6) 2010. Nothing out of the ordinary was reported from the procedure. The patient was scheduled to come back for a follow up as planned initially. However, the patient missed the follow up sessions later on. On (B)(6) 2015, the patient came in with stomach pain. It was discovered that the supra renal stent had separated from the fabric on the right of the graft. Also that the supra renal stent had separated in the struts and looked now like a "c" instead of like an "o". The patient has now a quite large pseudo aneurysm on the right side. To the physician it seems like there is a part of the strut from the supra renal stent sitting in the area a bit above the rest of the supra renal stent. Also, the left tfle-leg is occluded. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.